Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flow. The customer reports the device had a distal balloon failure.

Event description:
Per the clinic, the patient experienced a decrease in performance resulting in non use of the device. The results of an integrity test (B) (6), 2009 indicates no evidence of malfunction of the receiver stimulator, but with multiple open circuits. Explant and reimplantation is planned, but had not taken place at the time of this report december 30, 2009.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).